Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and blank display. Blood glucose level at the time of the incident was 470 mg/dl. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that battery compartment and spring was neither damaged nor corroded. Display did not return after insulin pump restart. Troubleshooting was performed for blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing.